Event description:
It was reported that the disposable was leaking at the filter due to a hole. The therapy ended earlier. The infusion was life sustaining. No patient injury or complications were reported in relation to this event.